Manufacturer narrative:
Batch review performed on 20 november 2019: lot 181946: 94 items manufactured and released on 25-jul-2018. Expiration date: 2023-07-17. No anomalies found related to the problem. To date, 92 items of the same lot have been already sold without any similar reported event (considering mobilization and infection). Additional implant involved: gmk-sphere 02.12.0006r femoral component sphere cemented. Size 6 r (k121416) lot. 183495. Batch review performed on 28 november 2019: lot 183495: 35 items manufactured and released on 05-sept-2018. Expiration date: 2023-08-26. No anomalies found related to the problem. To date, 27 items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0511fr tibial insert fixed sphere flex size 5/11 mm r (k140826) lot. 146652. Batch review performed on 28 november 2019: lot 146652: 24 items manufactured and released on 07-apr-2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, 23 items of the same lot have been already sold without any similar reported event.

Event description:
During a patella resurfacing surgery the surgeon noticed that the tibial tray was loose. Since a revision with revision implants was not planned, the surgeon had to leave the implant into the patient. The revision surgery was performed on the (B)(6) 2019, 5 months after primary. The surgeon detected infection (the pathogen is staphylococcus and a skin bacteria) and revised also the liner and femur of the patient implanting a spacer. It is unknown at the moment if infection caused the loosening.